Manufacturer narrative:
A field service engineer was dispatched who conducted follow-up with the customer on-site to address the reported event. Fse on-site service by changing the sample length setting in the reporting software to 8 to match the working system and communications were restored. The customer also reported to the fse a high rate of barcode read failures. The fse aligned the barcode reader to read the majority of the barcodes and enabled option m, "read in motion". No further action required from field service the most probable cause of the reported event was due to an incorrect sample number length setting in the reporting software options. (B)(4) this report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported transmission errors between their g8 analyzer and the reporting software middleware .a field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event,which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.